Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the implantable neurostimulator (ins) depleted sooner than what the patient wanted; it depleted just short of 2 years in (B)(6) 2015 or (B)(6) 2016. The ins was replaced on (B)(6) 2016. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.